Event description:
A nurse reported, the laser was emitting light but no heat during a vitrectomy/retinal detachment repair. They exchanged the laser probe but the issue remained. The system was exchanged to complete the case. There was no impact to the patient.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 17, 2013. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The core module was installed into a calibrated system and booted up. There were no system messages generated upon boot up. The system was then tested. The aiming beam was found to be too high, but the system meets specifications as it relates to the reported event. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).